Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct and duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, when they attempted to remove the device from the endoscope, the catheter kinked and then the distal tip separated from the catheter. The balloon became stuck inside the diaphragm of the biopsy cap; no part of the device detached inside the patient. The device, including the detached parts, was removed by replacing the biopsy cap. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Reported event of distal tip detached. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.